Manufacturer narrative:
(B)(4). The lot 13n029 was manufactured on december 4, 2013 to december 5, 2013. The sample was not returned for evaluation, therefore a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was found to be cracked and damaged. The unit contained desferrioxamine. There was no patient involvement. Additional information was requested and is not available.